Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reportedly received a shock and was brought into the hospital via ambulance. It was found out that the patient experienced pre-syncopal episode and increased in heart rate of 170 beats per minute (bpm) when emergency medical technicians (emt) arrived. Moreover, on the way to emergency room (ER), patient received shock from automated external defibrillator (AED). Device was programmed to 200 pulses per minute and discussed possible monitoring only on zone programming. Additional information obtained from the field which indicated that this patient underwent ventricular tachycardia (vt) ablation in the past. The patient was in slow ventricular tachycardia (vt) when shock was delivered. Moreover, patient's first zone was at 140 and was set to monitor only thus, therapy was delayed until the patient went to the emergency room. The patient then received an external shock. The device was interrogated, and zones were adjusted. The patient was scheduled for another ventricular tachycardia (vt) ablation. The device remains in service. No adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reportedly received a shock and was brought into the hospital via ambulance. It was found out that the patient experienced pre-syncopal episode and increased in heart rate of 170 beats per minute (bpm) when emergency medical technicians (emt) arrived. Moreover, on the way to emergency room (ER), patient received shock from automated external defibrillator (AED). Device was programmed to 200 pulses per minute and discussed possible monitoring only on zone programming. Additional information obtained from the field which indicated that this patient underwent ventricular tachycardia (vt) ablation in the past. The patient was in slow ventricular tachycardia (vt) when shock was delivered. Moreover, patient's first zone was at 140 and was set to monitor only thus, therapy was delayed until the patient went to the emergency room. The patient then received an external shock. The device was interrogated, and zones were adjusted. The patient was scheduled for another ventricular tachycardia (vt) ablation. The device remains in service. No adverse patient effects reported. It was later noted that the patient had also complained of dizziness and chest pain.